Event description:
It was reported to philips that the device failed to boot due to a defective fuse and geo ipc on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fuse and geo ipc ivybridge, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).